Event description:
The customer reported that some segments are missing in the display. No pt harm was reported.

Manufacturer narrative:
Covidien service center verified the complaint. The device was not repaired as there are no spare parts available and the device is beyond end of life (eol). (B)(4).